Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.